Event description:
It was reported that a closed reduction was performed due to subluxation of tibial component.

Manufacturer narrative:
The clinical/medical team concluded, (B)(6): details regarding the patients weight bearing status, bone quality, and fall/trauma history have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported subluxation of tibial component is due to the anterior posterior instability which also was the reason for the revision. The patient¿s medical history is significant for multiple comorbidities which cannot be ruled out as possible contributing factors. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and/or (B)(6) medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) (B)(6): the following complaint reports that a closed reduction was performed nine months following implantation due to subluxation of tibial component. During the intervention evaluation under anesthesia demonstrated posterior subluxation of the knee with the knee locked in approximately 30 degrees of flexion, was able to flex beyond this. Closed reduction maneuver was performed and did require significant effort to obtain closed reduction, once completed the knee was stable in all positions. (B)(6): this complaint reports that a revision surgery was performed to exchange liner eleven months post implantation due to anterior-posterior instability. No gross instability was noted on preoperative evaluation. During the revision the previous incision used. The patella was gently retracted laterally as the knee was flexed to 110 degrees. Inspection of the prosthesis demonstrated no evidence of loosening, disassembly, or malalignment. There was no laxity to varus-valgus stress from 0 to 30 degrees. There was mild recurvatum, which was consistent with a preoperative state. The polyethylene insert was then removed. A smith and nephew journey bi-cruciate stabilized revision articular insert was seated on the baseplate. Conclusion: (B)(6): details regarding the patient¿s weight-bearing status, bone quality, and fall/trauma history have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported subluxation of tibial component is due to the anterior posterior instability which also was the reason for the revision. The patient¿s medical history is significant for multiple comorbidities which cannot be ruled out as possible contributing factors. Approved by (B)(6), md (B)(6) 2019.